Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic and when the driveline exit site dressing was changed drainage was noted. The patient was reportedly afebrile and their white blood cell count was 6.1 x 10^9/l. A swab culture of the drainage was positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was admitted to the hospital and IV antibiotics were initiated. As of (B)(6) 2016, the patient remained in the hospital. No additional information was provided.

Manufacturer narrative:
Additional information. The referenced readmission on (B)(6) 2016 due to concern for pump thrombosis was reported under medwatch MFR report # 2916596-2016-01455. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had initially been discharged to home on IV antibiotics following the patient's first admission on (B)(6) 2016. The patient was later readmitted on (B)(6) 2016 due to concern for thrombus and was continued on IV antibiotics for driveline infection. The patient was then discharged back to home on (B)(6) 2016 on oral antibiotics and it was reported that the patient continues to be on long term IV antibiotics. It was also reported that the patient is completing daily dressing changes.